Event description:
The customer contacted (B) (4) microsystems and advised that an overnight protocol had been abandoned with the tissue remaining in alcohol. The customer reprocessed the tissue on two different tissue processors; the biopsies from three patients were unreportable and a re-biopsy of the patients was required.

Manufacturer narrative:
(B) (4) investigation of this complaint has determined that the peloris tissue processor was performing to specifications and placed the tissue in a safe state in alcohol when light was reflected from non-manufacturer recommended metal cassettes in the retort. The customer chose to use the metal cassettes to accommodate their label printer. However, the use of non-manufacturer recommended metal cassettes had contributed to the problems. The investigation concluded that the root cause of the problems reported was the inappropriate reprocessing of the affected tissue on another manufacturer's tissue processors. The appropriate action was for the customer to resume processing from the step at which the protocol failed using the protocol steps and times in the "routine overnight 8-hour protocol." The customer, in consultation with (B) (4) microsystems, is replacing the metal cassettes with ones recommended by the manufacturer.